Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device locked up with a grey screen at two separate instances. The first lock up occurred while the customer was transporting a patient within a hospital. The operator power cycled the device and observed normal operation. The second device lock up occurred when the customer was preparing to transport another patient. There were no adverse events reported as the result of the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). The customer biomed testing was unable to duplicate the reported lock up failure. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.